Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that ovesensing was noted on this left ventricular lead as well as out of range pacing impedances. The lead was surgically abandoned and a new competitor lead was implanted successfully. No adverse patient effects were reported.